Event description:
On 11.05.09, covidien was informed of a customer who had an issue with a so called "heparin finished product". (No specific info about product identity was received). The attorney alleges that the pt was administered heparin on one or more occasions, until on or prior to death, containing alleged contaminants. The pt passed in 2007.

Manufacturer narrative:
An investigation is currently underway; upon completion, the results will be forwarded. .